Event description:
The hcp reported the patient was experiencing decreased efficacy of the narcotics - morphine, bupivicaine, and clonidine. It was also noted that there was increased pressure when accessing the refill port. A roller arm study showed the roller arm did not move. The catheter was determined to be kinked. The patient underwent a catheter revision and pump replacement. The outcome was reported as "full functioning intrathecal drug delivery system in place. Patient discharged per hospital protocol." A follow up report will be sent when additional information is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.